Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence and urgency frequency patient reported that they had fallen in the parking lot and broke 3 bones in her foot, broke her wrist, and was bleeding a lot because she was all scraped up and takes coumadin. Patient also mentioned her pulse had dropped after she was given the anesthetic yesterday and that they experienced abdominal cramping and sharp pain on their left side. On (B)(6) 2018, patient reported that they had some diarrhea on (B)(6) 2018 and that they felt dizzy standing up, discomfort from stimulation and that it was painful. No further complications were noted or anticipated